Event description:
The customer alleged his contour link meter was the fault of him being admitted to the hospital. He did not provide specific information regarding the allegation. While he was in the hospital he ran comparison tests with his meter and the hospital's meter. On one occasion, he received a blood glucose reading of 538mg/dl on the contour link meter and the hospital meter read 58mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant the customer provided no information regarding treatment. Replacement meter was sent to the customer